Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient with a history of cerebrovascular accident in 2023 with left sided residual weakness was admitted for non-st-segment elevation myocardial infarction and acute systolic heart failure. While on impella 5.5 support, the patient developed left middle cerebral artery stroke with weakness on right side. The patient has been recovering and the right-side function is improving. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed the pump passed all post inspection checks. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.